Event description:
It was noted that the lead would not pass into the head of the neurostimulator during the surgical procedure. Upon examination, the physician thoughts, there might be fluid in there, but he also thought, it looked like "something that would have been coming from mfg process" was blocking the lead insertion. A new neurostimulator was then used in its place. No surgical complications were reported.

Manufacturer narrative:
(B) (4): analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.